Manufacturer narrative:
Weight, ethnicity (race): unknown/ not provided. Explant date: if explanted, give date: not applicable, as lens remains implanted. Email address: unknown/not provided. The device is not returning for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's right eye and doctor noticed that 2 of the 8 toric alignment markers were off centered. He had removed ophthalmic viscosurgical device (ovd) from behind the lens, so it was not residual ovd or bubbles. Further follow-up information stated visual findings are 20/25 visual acuity (va) distance one week post op, 20/100 va near. Iol remains implanted. No other information was provided.